Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Error code 46876 was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective pwa was the root cause and was replaced. B3: unknown. One device was received for evaluation. Visual inspection found cracked housing. Functional testing was unable to verify or duplicate the reported problem; however, error code 46876 was revealed. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was "beeping in occlusion". There was unknown patient involvement.